Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized. It was found the customer had high ketones and was vomiting prior to being hospitalized. It was also reported the customer received a no delivery alarm. Changing their infusion set did not resolve the no delivery alarm. Customer's blood glucose was 22.6 mmol/l. It was also found the customer's cannula was not bent. No additional information provided.